Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. The customer¿s blood glucose level was 402 mg/dl. Customer reported that the insulin pump is alarming no delivery. Customer removed the catheter the cannula was bent. The insulin pump will not be returned for analysis.